Event description:
It was reported that the patient experienced difficulty and frequent charging of the ipg. Database analysis revealed a high impedance contact and irregular impedances in ports a and c. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.